Event description:
It was reported that the device delivered multiple appropriate shocks in 2023. During a follow-up, it was noticed that the battery had 2.8 months remaining. Premature battery depletion was suspected. The device was explanted and replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.